Manufacturer narrative:
Conclusion: although a temporal association exists between fresenius products hospitalization for mental status change and the subsequent event of peritonitis, there is no documentation that indicates a causal relationship between fresenius products and stated adverse events. Furthermore, there are no reported allegations against any fresenius products and hospitalization for mental status change and the subsequent event of peritonitis. However, it is possible that the patient hospitalization for confusion/disorientation is related to the self-administered pain medication as reported by the pd nurse. Furthermore, the source of peritonitis is likely related to a break in aseptic technique during ccpd therapy secondary to the patient altered mental status as a result of taking pain medications. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 06/01/2017 it was reported by the peritoneal dialysis (pd) nurse that the peritoneal dialysis (pd) patient was experiencing disorientation, confusion and subsequently hospitalized on (B)(6) 2017 (unknown duration and treatment course). The pd nurse divulged the patient self-administered several medications (unknown drugs) which potentially induced the patient¿s mental status change/confusion. Initially, on (B)(6) 2017 (during a service call) the patient stated she ¿took some meds¿, forgot how to connect to the cycler for continuous cycler-assisted peritoneal dialysis (ccpd) treatment and requested service assistance. During follow up, the pd nurse could not confirm if the patient was able to continue ccpd treatment on (B)(6) 2017. The pd nurse further reported that the patient was taking pain medications for chronic back pain (unknown origin and duration of condition) which caused the patient to become confused. According to the pd nurse, the patient symptoms of disorientation/confusion and subsequent hospitalization was directly associated with pain medication the patient was taking for chronic back pain. Additionally, the pd nurse stated the patient was unable to follow aseptic technique during ccpd treatment when under the influence of the pain medications and subsequently developed peritonitis (unknown date and treatment course). Moreover, the pd nurse confirmed the patient transitioned to hemodialysis therapy in an outpatient dialysis clinic (unknown start date).

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) said that she took some medication and did not remember how to connect to the dialysis cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient became disoriented and was taken to the hospital for confusion on (B)(6) 2017. Per pdrn the patient did take several medications at night and may have caused her to become confused. Per pdrn it was unknown if the patient began peritoneal dialysis treatment that evening. Per pdrn the patient did not perform proper aseptic technique and the patient ended up being infected with peritonitis and was hospitalized. The exact hospitalization date was unknown. Per pdrn the patient was currently receiving treatments at an in-center hemodialysis clinic. Medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal association exists between fresenius products hospitalization for mental status change and the subsequent event of peritonitis, there is no documentation that indicates a causal relationship between fresenius products and stated adverse events. Furthermore, there are no reported allegations against any fresenius products and hospitalization for mental status change and the subsequent event of peritonitis. However, it is possible that the patient hospitalization for confusion/disorientation is related to the self-administered pain medication as reported by the pd nurse. Furthermore, the source of peritonitis is likely related to a break in aseptic technique during ccpd therapy secondary to the patient altered mental status as a result of taking pain medications. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis (pd) nurse that the peritoneal dialysis (pd) patient was experiencing disorientation, confusion and subsequently hospitalized on (B)(6) 2017 (unknown duration and treatment course). The pd nurse divulged the patient self-administered several medications (unknown drugs) which potentially induced the patient¿s mental status change/confusion. Initially, on (B)(6) 2017 (during a service call) the patient stated she ¿took some meds¿, forgot how to connect to the cycler for continuous cycler-assisted peritoneal dialysis (ccpd) treatment and requested service assistance. During follow up, the pd nurse could not confirm if the patient was able to continue ccpd treatment on (B)(6) 2017. The pd nurse further reported that the patient was taking pain medications for chronic back pain (unknown origin and duration of condition) which caused the patient to become confused. According to the pd nurse, the patient symptoms of disorientation/confusion and subsequent hospitalization was directly associated with pain medication the patient was taking for chronic back pain. Additionally, the pd nurse stated the patient was unable to follow aseptic technique during ccpd treatment when under the influence of the pain medications and subsequently developed peritonitis (unknown date and treatment course). Moreover, the pd nurse confirmed the patient transitioned to hemodialysis therapy in an outpatient dialysis clinic (unknown start date).